Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: sesamoid plasty single stand, catalog#: 521.901, serial #: (B)(4). Sesamoid plasty camera kit, catalog#: 521.036, serial #: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009617840-2018-00001, 00002, 00003.

Event description:
It is reported that during a navigated total knee arthroplasty, the controller displayed an error regarding connections, and the system had to be dismantled and reassembled before it could be used. This caused a 45 minute delay in surgery. After surgery was complete, the power cord was touched, and the same error was displayed. No further adverse event has been reported as a result of this malfunction, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated by the local team, and the reported event was not confirmed. The sesamoid plasty cpu kit, sesamoid plasty single stand, and sesamoid plasty camera kit were not sent back to the manufacturer for investigation. The entire system (i.e. Computer, camera and stand) was placed in isolation and verified by the local zimmer biomet office in (B)(4) australia. All of the connections as well as the functionality of the system were verified. The reported issue could not be reproduced as the system was found to be fully functional (no issues were found). The system has since been returned to the field and no further issues have been reported. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.